Event description:
We received an allegation of discrepant inr results with coaguchek inrange meter serial number (B)(4) compared to an unknown laboratory method. The result from the laboratory at 11:00 a.m. Was 4.50 inr. The result from the meter at 12:30 p.m. Was 2.8 inr. The patient¿s therapeutic range is 2.0 ¿ 3.0 inr with a normal testing frequency of every 2 weeks. The patient is currently testing more frequently due to being on antibiotics the previous week.

Manufacturer narrative:
Initial reporter occupation: occupation is patient/consumer. This event occurred in grc. The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and the results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Manufacturer narrative:
The device code was updated. The patient performed another comparison with the original test strips (lot 54974312) and a new strip lot (lot number unknown) to the laboratory. The result using lot 54974312 was 3.2 inr. The result using the new strip lot was 3.1 inr. The result from the laboratory was "over 5" inr.